Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer states that the following architect ca 125 assay results were generated on one patient: architect #1: 100 u/ml, architect #2: 10 u/ml (reagent lot 74255m100; different lab), architect #3: 10 u/ml (different unknown reagent lot; different lab). The customer states that no suspect results have been reported from the lab. There is no impact to patient management reported.